Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis did not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead helix failed to extend however most likely due to dried blood in the mechanism.